Event description:
Dislocated iol (intraocular lens) right eye on (B)(6) 2023 when patient was taken to the operating room for explant of dislocated iol, the haptic was noted to have broken away from the iol (see picture included). Pseudophakia pciol (posterior chamber intraocular lens) dislocated in the bag inferior-ally. Refer to add'l documents in i2k.